Manufacturer narrative:
(B)(4). Evaluation: baxter received two (2) devices for evaluation. This is report one of two. Visual and functional tests were performed, and a leak was confirmed due to missing film wrap. No other cause of leak was found on the units. A batch review has been conducted which revealed product met all acceptance criteria for release. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that two intermate lv 250 devices were leaking during use. This is report number 1 of 2. The devices had been filled with 0.9% nacl when the leaks were observed. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.